Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3 non-platform switched tapered implant 5 x 11.5mm (bost511) with crown attached was returned for investigation. Visual evaluation of the as returned implant identified damage to the internal hex. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth #44 (fdi). DHR review for the lot number (2021050258) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021050258) for similar events (complaint category keywords: functional: damaged drive feature) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported that implant's threads at tooth site 44 did not grip. A new implant was placed to complete the procedure, which was delayed for 20 minutes.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Email address unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.